Manufacturer narrative:
Per the tandem user guide, ¿do not insert the sensor in sites other than the abdomen (belly) or upper buttocks (for ages 6¿17 only). Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ per the tandem user guide, ¿keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 153 mg/dl. Reportedly, the sensor was placed on the arm. The issue resolved during troubleshooting with tandem technical support.